Event description:
Lap sigmoid colectomy. Slc55b dlu was loaded with two slcr55b reloads and fired twice successfully. The third reload appeared to have fired and cut fine but upon inspection, surgeon found two staples that did not form ("c" shape). There did not appear to be any leaks. However, the surgeon did not feel comfortable with the staple line, so another device was used to complete the distal transection. The case was completed with a cs29 for the end-to-end anastomosis which was air and betadine leak free.

Manufacturer narrative:
Summary: from the icr report: dr. Found 2 staples that did not form into a closed "b" in the tissue. Device will not be returned it was disposed of at the hospital. Standard release inspections of slc55 dlus and reloads require a sample quantity to be fired into test media and staple formation is evaluated.